Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphadenopathy, rupture.

Event description:
Patient reported "sickness, (not device related) major confusion,(not device related) vision blurry,(not device related) memory loss,(not device related) I have seen a neurologist, blood taken, rheumatologist, autoimmune positive amn (not device related) anxiety (not device related), panic attack,(not device related) have been in a psych ward,(not device related) have had 25 different medicines, fatigue,(not device related) brain fog, (not device related) inflammation, felt an enlarged lymph node in right armpit of 1.5 cm, free flowing silicone". Record is for the right side. Device remains implanted.